Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure linear device at the takeoff of the right fallopian tube.') In an adult female patient who had essure inserted. The patient's medical history included multigravida, pelvic pain female, parity 3, dyspareunia, uterine prolapse, enterocele and stress urinary incontinence. Concomitant products included cetirizine hydrochloride (zyrtec), oxycodone hydrochloride;paracetamol (percocet), tramadol and valaciclovir hydrochloride (valtrex). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: as per mr- (B)(6) 2013- right fallopian tube, salpingectomy (B)(6) 2018- laparoscopic assisted vaginal hysterectomy with left salpingectomy, enterocele repair, laparoscopic burch urethropexy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. Malposition of essure linear device at the takeoff of the right fallopian tube. 2. Patency of the right fallopian tube 3. Successful tubal occlusion of the left fallopian tube. The linear device is located adjacent to the takeoff of the expected position of the left fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure linear device at the takeoff of the right fallopian tube.') In an adult female patient who had essure inserted. The patient's medical history included multigravida, pelvic pain female, parity 3, dyspareunia, uterine prolapse, enterocele and stress urinary incontinence. Concomitant products included cetirizine hydrochloride (zyrtec), oxycodone hydrochloride;paracetamol (percocet), tramadol and valaciclovir hydrochloride (valtrex). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: as per mr (B)(6) 2013 right fallopian tube, salpingectomy (B)(6) 2018 laparoscopic assisted vaginal hysterectomy with left salpingectomy, enterocele repair, laparoscopic burch urethropexy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: impression: malposition of essure linear device at the takeoff of the right fallopian tube. Patency of the right fallopian tube. Successful tubal occlusion of the left fallopian tube. The linear device is located adjacent to the takeoff of the expected position of the left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.